Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 6.5 inr on the coaguchek xs system while a comparison lab returned as 4.7 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.

Event description:
Device issue: failure to deploy - thumb advancer, device operated differently than expected - sheath splitting. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device, attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, "as the (exchange) sheath was split the (exchange) sheath broke into pieces." The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No add'l info was provided.